Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown healing abutment was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported implant was located on an unknown tooth site and remains implanted following the event. The healing collar was photographed and it could not be accurately identified. The healing collar was removed from the implant. DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (stuck restorative components) or product (biomet healing abutments). Therefore, based on the available information, the stuck healing collar event could not be verified with the information provided. A definitive cause could not be identified.

Manufacturer narrative:
(B)(4). Device remains in use.

Event description:
It was reported an unknown healing abutment stuck in the implant. Patient was rescheduled to remove the healing abutment.